Event description:
It was reported that damage to the pump housing caused difficulty loading cartridges. There was no reported adverse impact to the customer. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.